Manufacturer narrative:
E1: name: medtronic minimed, country: united states of america, street: 18000 devonshire street, city: northridge, state: california, zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced a tape not sticking event on ((B)(6) 2026) the first day of insertion in the thigh, as the patient's clothing tugged on the cannula, causing it to detach.